Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. [¿]¿. More detailed information about the complaint event must be available to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported via medwatch mw5103685 that a short troch nail required a revision a year postoperatively (original surgery 2020). The top of the troch nail broke off and the lag screw through the nail broke. Update-10/28/2021. Hip started hurting & presented for appt because of sharp hip pain on (B)(6) 2021. Required surgical procedure to remove broken implants. Implants were used for an open reduction internal fixation right hip fracture. Unable to provide x-rays and medical records without patient's consent. Walker when up, 50% weight bearing. Ambulates with walker, lived independently prior to surgery.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported via medwatch mw5103685 that a short troch nail required a revision a year postoperatively (original surgery 2020). The top of the troch nail broke off and the lag screw through the nail broke.